Manufacturer narrative:
Updated to reflect patient/consumer initially reported event to manufacturer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device used for off label indication. The indication the device was used for was anorexia. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for anorexia. It was reported the effect after surgery was not good and the device was explanted. There were not more than 50% of symptoms reduced. Troubleshooting performed and the cause of the event were both unknown. No patient symptoms or further complications were reported as a result of this event.